Event description:
The facility representative reported to baxter technical service an infusor pump in which the bolus and attention lights come on as soon as the infusion is turned on. Caller did not have information concerning when the incident occurred. Although baxter attempted to obtain information, details were not available regarding this event. No additional information is available.

Manufacturer narrative:
The reported condition of, bolus and attention lights come on as soon as the infusion is turned on, was confirmed and duplicated. When attempting to run the pump, it went into a constant alarm caused by faulty mpu (micro processing unit) board. The mpu was replaced to correct the reported condition. (B)(4).